Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a hole in the catheter. During active aspiration with the use of a spiroflex angiojet thrombectomy set in the right coronary artery(rca), a hole was noticed distal to the touhy leaking saline. The catheter was removed from the patient and exchanged for another device to complete the procedure. No patient complications were reported. The patient was stable post procedure.

Manufacturer narrative:
Update: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method, results and conclusion codes. Device evaluated by manufacturer: a visual examination identified blood outside and inside the device. Inspection of the device revealed that the spiral cut shaft was kinked and broken/damaged 16.5cm and 16.7cm from the strain relief. Functional testing was performed by placing the device in the angiojet console. The complaint device ran through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range, during functional testing without any errors or alarms; however, the shaft leaked from the damage to the proximal shaft. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported there was a hole in the catheter. During active aspiration with the use of a spiroflex angiojet thrombectomy set in the right coronary artery(rca), a hole was noticed distal to the touhy leaking saline. The catheter was removed from the patient and exchanged for another device to complete the procedure. No patient complications were reported. The patient was stable post procedure.